Manufacturer narrative:
Additional information received regarding patient outcome of death. The following fields were updated to reflect the reported outcome: b2, b5, h1, h6.

Event description:
Clinical narrative update: additional information provided on 01jul2026 the patient expired on support and device was explanted. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 70 year-old male patient undergoing protected percutaneous coronary intervention in the setting of society for cardiovascular angiography and interventions (scai) shock stage e. Extracorporeal membrane oxygenation was in place prior to impella implantation and served as the primary hemodynamic support device, with the impella utilized for left ventricular venting. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, a high purge pressure and purge system blocked alarm was observed, with purge pressure noted to be trending upward in association with rising motor current. The purge line was assessed for kinks, and troubleshooting was performed. Tissue plasminogen activator was administered in the purge solution as an off label use to mitigate suspected biomaterial accumulation within the motor. While on support, the impella cp device was operating at performance level 4 with expected flows of approximately 2.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. On the following day, the patient was escalated to an impella 5.5 device for continued hemodynamic support. The patient remains on support with no additional adverse events reported.